Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/retained right essure coil post operation"), device dislocation ("migration of essure device/the second embolization coil does not lie within the right fallopian tube/ dislodged right fallopain tube") and genital haemorrhage ("persistent bleeding") in a 43-year-old female patient who had essure (batch no. B21679-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cramp in lower abdomen on (B)(6) 2014 and recurrent abortion. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2014 to (B)(6) 2014. Concurrent conditions included uterine hypertrophy, adenomyosis, menometrorrhagia, body mass index normal, migraine and irritable bowel syndrome. Concomitant products included sertraline (zoloft) since 2016. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercouse)") and fatigue ("fatigue"). In 2015, the patient experienced bladder disorder ("bladder disorder/ bladder or problems or changes"), urinary tract disorder ("urinary tract disorder/ urinary problems or changes") and weight increased ("weight gain"). In 2016, the patient experienced tooth disorder ("dental problems"), nausea ("nausea"), depression ("depression"), irritable bowel syndrome ("irritable bowel syndrome") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches,"). The patient was treated with surgery (on (B)(6) 2016 robotic-assisted total laparoscopic hysterectomy with unilateral salpingectomy ¿ left) . Essure was removed. At the time of the report, the device breakage, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, migraine, headache, nausea, depression, dyspareunia, fatigue, irritable bowel syndrome, alopecia and weight increased outcome was unknown. The reporter considered alopecia, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. 05sep2014-history: postop tubal ligation one day earlier. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Hysterosalpingogram - on an unknown date: left fallopian tube occlusion on (B)(6) 2014, (B)(6) 2014, (B)(6) 2016. Hysterosalpingogram (hsg): right fallopian tube is patent with malpositioned embolization. Coil . Findings: right fallopian tube is patent with spill of contrast into the peritoneum. The second embolization coil does not lie within the right fallopian tube. Transvaginal ultrasound (tvu) result was unilateral occlusion (left tube occluded),malposition of essure device, cyst. Current weight was 128 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-sep-2018: quality-safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/retained right essure coil post operation') and device dislocation ('migration of essure device/the second embolization coil does not lie within the right fallopian tube/ dislodged right fallopain tube') in a 43-year-old female patient who had essure (batch no. B21679-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen on (B)(6) 2014 and recurrent abortion. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2014 to (B)(6) 2014. Concurrent conditions included uterine hypertrophy, adenomyosis, menometrorrhagia, body mass index normal, migraine and irritable bowel syndrome. Concomitant products included sertraline hydrochloride (zoloft) since 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercouse)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, 6 months 7 days after insertion of essure. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder disorder/ bladder or problems or changes"), urinary tract disorder ("urinary tract disorder/ urinary problems or changes"), migraine ("migraines") and headache ("headaches,"). In 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"), nausea ("nausea"), depression ("depression") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria hospitalization, medically significant and intervention required). In 2016, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced genital haemorrhage ("persistent bleeding"). The patient was treated with surgery (on (B)(6) 2016 robotic-assisted total laparoscopic hysterectomy with unilateral salpingectomy ¿ left). Essure was removed. At the time of the report, the device breakage, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, migraine, headache, nausea, depression, dyspareunia, fatigue, irritable bowel syndrome, alopecia and weight increased outcome was unknown. The reporter considered alopecia, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. (B)(6) 2014-history: postop tubal ligation one day earlier. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: left fallopian tube occlusion. On (B)(6) 2014, (B)(6) 2014, (B)(6) 2016 hysterosalpingogram (hsg): right fallopian tube is patent with malpositioned embolization coil . Findings: right fallopian tube is patent with spill of contrast into the peritoneum. The second embolization coil does not lie within the right fallopian tube. Transvaginal ultrasound (tvu) result was unilateral occlusion (left tube occluded),malposition of essure device, cyst. Current weight was 128 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: in response to company, patient had other essure related surgery on (B)(6) 2016 and it lead to hospitalization hence reported event (device breakage/retained right essure coil post operation) onset date and serious criteria was updated to hospitalization. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device") and genital haemorrhage ("persistent bleeding") in a 43-year-old female patient who had essure (batch no: b21679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from february 2014 to march 2014. Concomitant products included sertraline (zoloft) since 2016. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). In 2015, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and weight increased ("weight gain"). In 2016, the patient experienced tooth disorder ("dental problems"), depression ("depression"), irritable bowel syndrome ("irritable bowel syndrome") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches,") and nausea ("nausea,"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy ¿ left) and surgery (hysterectomy with unilateral salpingectomy ¿ left). Essure was removed. At the time of the report, the device breakage, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, migraine, headache, nausea, depression, dyspareunia, fatigue, irritable bowel syndrome, alopecia and weight increased outcome was unknown. The reporter considered alopecia, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results: on (B)(6) 2014, on (B)(6) 2016. Hysterosalpingogram (hsg), transvaginal ultrasound (tvu), transvaginal ultrasound (tvu). Result was unilateral occlusion (left tube occluded),malposition of essure device, cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Historical drug, , laboratory data, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, apareunia, bladder disorder, urinary tract disorder, dental problems, device breakage, dysmenorrhea, migraines, headaches, migration of essure device, nausea, depression, dyspareunia, fatigue, irritable bowel syndrome, hair loss and weight gain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.